Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # (justification for no UDI: this device was manufactured before the UDI requirements). Evaluation results: the customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.